Event description:
Had essure birth control device implanted in (B)(6) 2011 (age 45). First was ok, but 3 years later started having chest pain, went to ER, was admitted to hospital for 2 days and observed. Had stress test for heart. All tests negative. Still had chest pain. Had heart catheter test done, then had endoscopy done and another test. Negative, few months later muscle started getting sore everyday, joints aching, headaches, bloating, chronically tired even after full night sleep muscle pain and achy joints seem to be getting worse, brain doesn't seem to work correctly, say words wrong, very forgetful. Think the devices pet fibers are making me sick causing autoimmune disease symptoms. The fibers make the body create scar tissue to block the fallopian tubes and think the body is constantly fighting the foreign object and the toxic pet fibers.